Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported suspected thrombus, embolic stroke, and patient outcome could not be conclusively determined through this evaluation. The account reported that the patient experienced a large acute embolic stroke in the temporal parietal region. The account reportedly had a concern for pump thrombosis and the patient was being treated with triple anticoagulation therapy at the time of the event. The patient had support withdrawn due to a diminished quality of life and the patient expired on (B)(6) 2019. The pump was not explanted and was not returned for evaluation. Device thrombosis, stroke, and death are listed in the heartmate ii IFU as adverse events that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. This section also discusses anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an acute embolic cerebrovascular accident, a large acute infarct in temporal parietal region. As per vad coordinator, the health care team had a concern for suspected pump thrombus, which was not confirmed. Patient was being treated with triple anticoagulation therapy. Care was withdrawn after nursing staff and patient's family had concerns over the patient's quality of life. Patient expired on (B)(6) 2019. The device operated as expected. No further information was provided.